Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated there was no patient involvement.

Event description:
Replaced pressure sensor harness 354.6770 replaced front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, lower housing sticky claws, flange gripper wiper seal cracked. Calibration. There was no patient involvement (B)(4).